Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that when the patient presented for device change out procedure, the physician had difficulty in removing the ventricular lead from the header of the device with hex wrench. The procedure was completed by using another hex wrench. Body fluids were noted in the header portion of the explanted device. The lead parameters were within normal limit. The patient was stable throughout the procedure.

Manufacturer narrative:
The reported complaint of the doctor had trouble removing the lead was confirmed. Analysis revealed blood and punch-outs from the septum were preventing the wrench from inserting far enough into the set screw. This was due to the user inserting the wrench off-center through the septum punching the holes that led to passage of blood due to the damaged septum. This damage found was sustained during the surgical procedure. The device was otherwise normal.